Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to functional degenerative mitral regurgitation (mr) with a grade of 4. The first clip (11117r165) was implanted in the medial position with no issues. The second clip (11221r160) was attempted to be implanted lateral to the first clip; however while establishing final arm angle (efaa) the clip opened to approximately 45 degrees. It was confirmed the clip was locked. Efaa was performed again and the clip opened. The clip was unlocked, opened to a 60 degree angle and re-locked. After fully re-closing and efaa was performed again, the clip opened for a third time; therefore the cds was removed. Two additional clips were implanted with no issues, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.